Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: on (B)(6) 2015, a medtronic representative went to the site to test the equipment and replaced the image acquisition system (ias) computer, performed calibration, connected to navigation, and performed a test scan. The imaging system then passed the system checkout and was found to be fully functional. The imaging system 12v computer was returned to the manufacturer for analysis and a computer failure mode was found during testing. Computer locked up before opening windows. Drive c/windows error "windows corrupt file" appeared. Unable to run virus scan. Went into bios setting and the time and date were correct. Computer was not responding to keyboard or mouse. Not able to access task manager. Unable to run chkdsk. (B)(4).

Event description:
A medtronic representative reported that during pre-op preparations for a spinal fusion procedure, the image acquisition system (ias) computer would not turn on. The reported issue could not be resolved. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. The medtronic representative replaced the ias computer after the procedure and performed an imaging system check-out and confirmed the system was working as expected.